Manufacturer narrative:
Initial and final MDR 1987825- MDR 3003442380-2024-26671- device 4 of 4

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced events of tubing detachment of with four infusion sets. The event occurred between (B)(6)2024 and (B)(6)2024. The tubing was detached from the connector. Infusion sets were used between less than a day to one full day. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.